Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
This device was programmed to auto MRI mode, doo at 90 bpm. During the scan the patients heart rate reportedly dropped to about 37 bpm. The technicians stopped the scan and with the patients lower body still in the bore the MRI program appeared to take effect with the device pacing at 90 bpm. Confirmed that a telemetry session with the device was not left open and that they were within the programmed window of time for auto MRI. Device remains implanted.